Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 300units of insulin during the load sequence. Reportedly, customer loaded cold insulin into the cartridge and overfilled the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer's blood glucose level.